Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: "does the surgeon believe that the issue reported was not associated to the cdh25p device as they reported ¿the target tissue was fragile, and bleeding occurred by peeling the tissue. Surgeon thinks it caused because of the compression of the anastomosis due to the expulsion of stool remained on the anal side from the covering soma¿? The surgeon thinks it is unlikely that the issue was not associated to the device. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic low anterior resection, the procedure was performed on june 7, and leakage was suspected on june 10. The device was used on the rectum. The patient had a slight fever. Dietary therapy and conservative treatment by drainage were given. The stools were drained through the trans anal drain and the anus on june 11. The fever went down on june 12. The patient resumes regular diet from june 15. The surgeon thinks it was not caused because of the device in question because the target tissue was fragile, and bleeding occurred by peeling the tissue. He thinks it caused because of the compression of the anastomosis due to the expulsion of stool remained on the anal side from the covering soma. The patient is staying in the hospital. The colostomy closure is scheduled on the middle of july. He has type ii diabetes. He has had a surgery for a cancer of the lower right lobe lung cancer. He has a latex allergy. He smokes.

Manufacturer narrative:
(B)(4). Date sent: 07/21/2021. Additional information was requested and the following was received: "clarification needed: does the surgeon feel that it is ¿unlikely¿ that the issue was not associated to the device? Or, does the surgeon feel that it was ¿likely¿ that this was associated to the device? The surgeon thinks it is unlikely that the issue was associated to the device. "